Event description:
It was reported that the patient presented to the emergency department with an arrythmia due to their implantable cardioverter defibrillator (ICD) failing to convert the patient's rhythm. Medication changes and programming changes were made. The patient was eventually stabilized.

Event description:
It was reported that the patient presented to the emergency department with supraventricular tachycardia that was believed to be ventricular tachycardia (vt). The patient received external shock that induced real vt.